Manufacturer narrative:
Reason for supp: product return - pm reported event: an event regarding crack/ fracture involving a gmrs adapter was reported. Conclusion: the device was discovered during inspection. The device was returned for evaluation. The tip of the mcreynolds adapter was returned fractured. The device was evaluated with a scanning electron microscope (sem). The observed mixed mechanism morphology is consistent with an overload fracture. Energy dispersive spectroscopy (eds) showed that the material is consistent with a 455 alloy (fe-cr-ni-cu-ti) which is consistent with the drawing. Hardness was evaluated per astm e18, and the average hardness of 51hrc meets the drawing requirement of 47hrc minimum. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time.

Event description:
Instrument is inspected after cleaning and the fault is discovered at steril centralen. It was not discovered during the operation and no replacement was used. Instrument returned for examination. The tip/threads at the end was broken off.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Instrument is inspected after cleaning and the fault is discovered at steril centralen. It was not discovered during the operation and no replacement was used. Instrument returned for examination. The tip/threads at the end was broken off.